Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 6.4 and 3.8 inr. The corresponding lab result reported was 4.5 inr. The dr is making medical adjustments based on the lab value and the pt's coumadin was stopped for a biopsy. The reporter declined product replacement.